Event description:
This lead was explanted and replaced due to non-capture at 10 volts .5 ms, r waves at 2 to 3 mv. The pin also got bent when extending/retracting the fixation screw. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.